Event description:
My (B)(6) daughter was brushing her teeth with a kroger brand toothbrush and the head broke off. She could have choked. A small piece of metal is missing. It looks like 3 small bars of metal hold the toothbrush head on the handle. The toothbrush has white and blue bristles. A white handle with green grips to hold onto. It has kroger written in blue writing and a green stripe at the base. My other daughters have a blue one and a pink one. I called kroger to complain and I will return the toothbrushes to the store.